Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The user facility reported a 67-year-old patient needing mechanical circulatory support. It was reported that when taking out and repositioning the sheath, the impella got pulled back and kinked. The impella was removed, alternate sheath was placed, and the impella was replaced. Echo was done at bedside and placement appeared shallow, but it was reported that the patient's left ventricle was small and it would not be possible to advance without ectopy. During support, the patient experienced atrial fibriliation. The impella was repositioned and then the flow increased.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.